Event description:
This customer reported that the device would not power on and the device showed a solid red x. The users switched to a different defibrillator to deliver treatment.

Manufacturer narrative:
(B)(4): this customer reported that the device would not power on and the device showed a solid red x. The users switched to a different defibrillator to deliver treatment. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.